Manufacturer narrative:
(B)(4).

Event description:
Information received indicated the alert was for high impedance rather than low impedance.

Event description:
It was reported that, during cardiac resynchronization therapy - defibrillator (crt-d) interrogation, stored data revealed that an alert had been triggered due to low impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. An issue with the setscrew was assumed to be the cause and the svc coil was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m58 implantable pacing lead, (B)(6) 1991; 4965-35 implantable pacing lead, (B)(6) 2009. (B)(4).